Event description:
Once procedure began, we performed the first 2 maneuvers without incident. Then on the 3rd maneuver, was receiving unusual feedback on the syringe and was unable to inflate the catheter with further air. Dr attempted to try and was unsuccessful as well, she then removed catheter. The catheter was replaced, and dr discarded the faulty catheter. The rest of the procedure went without equipment malfunction. Mcompass medspira catheter lot# l-1106068, ref# rmd002003, part# 9000017 exp [redacted date], defective - dr discarded.